Event description:
Same case as MFR#: 2134265-2011-05072. It was reported that during an embolization treatment procedure, the coil was lodged in the tip of the catheter. The patient was undergoing an embolization treatment in the severely tortuous hypogastric artery prior to a stent graft placement for an aneurysm in the aortic artery. Utilizing continuous flush, a 10mm x 40cm .035 interlock 2d coil was placed successfully. While attempting to deploy another 10mm x 40cm .035 interlock 2d coil, the coil deployed about 95%, but the remaining portion was lodged in the distal tip of the 4fr 65cm imager ii berenstein catheter. As they could not get the coil to advance, the devices were removed together with the coil protruding from the catheter tip. The procedure was ended at this time. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).